Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the pd patient had been hospitalized from (B)(6) 2017 due to hypotension and shortness of breath. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: due to the lack of available specific clinical information related to patient experiencing hypotension with shortness of breath with subsequent inpatient hospitalization, it is unknown if there was a correlation between fresenius products and the patient¿s hospitalization event. The discharge summary has been requested but not received to date as of (B)(6) 2017. Should additional information become available, the clinical investigation will be re-evaluated at that time.

Event description:
Source documents and medical records in the complaint file were reviewed by a post market surveillance clinician. During a follow up call to the peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) it was discovered this pd patient was hospitalized on (B)(6) 2017 experiencing hypotension and shortness of breath (dyspnea). The course of hospitalization was unknown and additionally any surgical, medical, surgical or procedural interventions was unknown. Additionally it was unknown what type of pd therapy, outcome of the dialysis treatments and unknown type of dialysis device. Patient was discharged from the hospital on (B)(6) 2017 (unknown disposition, unknown pd therapy prescribed).

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the pd patient had been hospitalized from (B)(6) 2017 due to hypotension and shortness of breath. Additional information and medical records were requested.